Event description:
It was reported that the customer lost consciousness, went to the emergency room (ER) in late july; however, the specific date could not be recalled. Reportedly, they were in the ER for ¿couple of hours¿. The customer declined troubleshooting with tandem technical support and declined to provide additional information.